Event description:
Kimberly-clark has received a complaint indicating that a wearer had a severe allergic reaction to a mask. No additional information could be obtained from user. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
The mask was not returned for evaluation. The device history record could not be reviewed without a lot number. Investigation is in-process. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.